Event description:
During remote monitoring, episodes of high defibrillation impedance, oversensing, and inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. The patient was later seen in-clinic where x-ray imaging was performed and indicated an rv lead dislodgement. The device was reprogrammed to avoid any further episodes of inappropriate therapy. Future lead revision is being considered, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.